Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the "product is welded together with the package". The product was not used on or by a patient. A photograph depicting the reported complaint issue was provided by the complainant.

Manufacturer narrative:
MDR 1000317571-2019-00080 / device 6 of 8. A batch record review has been completed and no discrepancies were found. Preventive maintenance (pm) logs were checked and all pm's were completed. Aquacel ag surg 4x20cm was manufactured under lot number 8b05262. Lot number 8b05262 was sterilized and released on review of results. All the results were within specification and the products were released. The production process, in process testing and packaging of products were run in accordance with process instructions for machine doyen 5. Visual inspection performed in accordance to testing methods at the beginning of the order and every fifteen minutes following, until the order was completed. No nonconformity was raised during the manufacturing process of lot 8b05262. This is the only complaint for the affected lot registered within trackwise 8.7. A photograph has been received and evaluated in accordance to work instructions. The photograph does not confirm the batch number or the product. It does however show a dressing within the seal. Since the affected lot was manufactured the manufacturing line doyen 5 has undergone revalidation as part of a validation program. Since this revalidation this issue has not been repeated and no other complaints have been received. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details has been received.